Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were 131mg/dl, 148mg/dl, 208mg/dl, 245mg/dl, 224mg/dl, 201mg/dl, 289mg/dl. Tests were done within 10 minutes with a difference of 28%. Patient did not experience any adverse events. No further information has been reported. Note - customer not using control solution.